Event description:
The device was returned without allegation of any malfunction. During service and repair pre-testing it was observed that the attachment device was overheating. The device was not used during surgery. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and (B)(4) evaluated the device. A functional assessment was performed in pre-repair and the device exceeded acceptable temperature limits in the elbow and base. This was due to normal wear over time. Should additional information become available, a supplemental medwatch report will be sent accordingly.